Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the caller stated that they were getting a repeated u-02 errors on the erbe generator caller attempted to power cycle the erbe generator multiple times but the issue was not resolved. The procedure was aborted with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a generator communication error, which caused the failure. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.